Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3100 bipolar scissors would not cauterize. This occurred before the device was inserted in the pt's leg. The hospital switched the cable and it still did not work. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the shaft was detached from the hub. Based upon the visual observations and the functional test, the reported complaint was confirmed on 04/09/2010. (B)(4).